Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and identified damaged cassette sheeting. Functional testing performed included leak testing (eight psi underwater pressure test), clear passage test, clamp function test and device-device interaction testing (sample ran on machine). Leak testing revealed a leak from damaged cassette sheeting. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified and the cause was determined to be a puncture or tear in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked during prime or peritoneal dialysis therapy. The patient reported that there was fluid traces near the membrane gasket of the cassette when they opened the cassette door. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.